Manufacturer narrative:
Pr (B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: a0401. Patient problem code: f19. H10: d4 (expiration date: 10/2029). H10: the lot number for the device was provided. The device history records are currently under review. Photos were provided and review is currently underway. The device has not been returned for evaluation the investigation is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by customer that when the item was used during a procedure, the needle broke in half and remained in the patient. Verbatim: rcc received a complaint via email. Email(s) attached. When the item was used during a procedure, the needle broke in half and remained in the patient. Patient was then brought to the ER to remove the broken half of the needle. Customer response on (B)(6) 2025. How was item piece retrieved from patient/procedure? Surgical procedure was the surgical procedure required to remove the broken needle from the patient body? Yes. Was there any medical intervention required including diagnostics, procedures, and treatment delay? Yes, CT performed.

Manufacturer narrative:
H10: two photos and one sample of lot number 0001598588 were provided to our quality team for investigation. Through visual inspection, it was observed that the needle was broken in two pieces and appears to be used. The surface close to the breakage on the upper half of the needle is deformed. The cut has jagged edges. Based on the visual inspection performed, the failure mode could be confirmed. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001598588 was performed and no recorded quality problems or rejections related to this incident were found. A visual inspection was conducted in accordance with procedure, which requires the device to be free of any damages or defects that could impact its quality and functionality. No issues were identified during the inspection. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. The current manufacturing controls were reviewed, including work instruction, which mandates the verification of the device for particles, stains, or deformations. This verification is performed on 100% of all assembled devices. Based on the investigation performed, a probable root cause cannot be established since during the analysis performed to all the elements relevant to the failure mode no issues were found. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by customer that when the item was used during a procedure, the needle broke in half and remained in the patient. Rcc received a complaint via email. When the item was used during a procedure, the needle broke in half and remained in the patient. Patient was then brought to the ER to remove the broken half of the needle. Customer response on (B)(6) 2025. How was item piece retrieved from patient/procedure? Surgical procedure. Was the surgical procedure required to remove the broken needle from the patient body? Yes.